Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 32,960 joules ¿noticed poor vaporization, aiming beam straight out of fiber tip¿ was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber @ 490,084 joules. Patient outcome: ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-549a-2413: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass/metal is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits abrasions, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.